Manufacturer narrative:
The investigation into the hemolysis issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. There was a motor current spike, placement signal shift, and speed deviation immediately prior to a high motor current pump stop. The pump restarted about two seconds later and continued to run with lower flows for the remainder of the case. There were a few more potential ingestion signatures. It is unknown if the activated clotting time was maintained throughout support. The pump was confirmed to be in good position. Hemolysis was reported two days later. Blood products were given and it is unknown if that helped resolve the issue. The cause of the hemolysis issue most likely was biomaterial ingestion. B.7 revised as this information was inadvertently omitted from the previously submitted report. D.6a and d.6b revised from the initial submission in accordance with updated procedures.

Manufacturer narrative:
B.5 additional information was received and was added. B.6 relevant labs were added. H.6 codes were added due to new information that was received. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. B.3 revised date of event due to new information received after the initial manufacturer device report number 1220648-2024-08688 was submitted b.7 information was added as it was inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-08688. D.6a and d.6b revised from the initial submission of manufacturer device report number 1220648-2024-08688 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-08688 and should not have been. G.1 revised MDR reporting contact email in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-08688 was submitted. H.6 codes were added that were inadvertently omitted from the initial manufacturer device report number 1220648-2024-08688 in accordance with updated procedures.

Event description:
Additional information was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry stating that the patient endured worsening thrombocytopenia with a "possible" relationship to the impella device used: thrombocytopenia likely consumptive. Heparin was held until heparin induced thrombocytopenia results showed negative. Argatroban was restarted and then replaced with a heparin drip. The patient received two units of platelets transfused. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old female post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. It was reported that while on support, the patient developed hemolysis and experienced a drop in platelets. One unit of packed red blood cells was given as treatment and the patient was reported as stable.

Manufacturer narrative:
The investigation of thrombocytopenia and hemolysis has been completed. The impella device was not returned for evaluation. Pump stop failure mode added since it was reported for the patient update. The cause of the temporary pump stop issue and hemolysis is most likely was biomaterial ingestion. The cause of the thrombocytopenia issue cannot be determined due to insufficient clinical details.